Event description:
In this event, a doctor reported that an estylus 1:5 handpiece reportedly overheated. There was no injury or intervention.

Manufacturer narrative:
The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.